Manufacturer narrative:
Covidien reference number (B)(4). The service engineer (se) verified the event and calibrated the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator was given low oxygen (o2) sensor reading. The ventilator was not in use on a patient at the time the event occurred.